Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. The alleged occlusion issue was verified in the pump logs, however, there was no failure identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 87 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 216 mg/dl. Reportedly, the customer changed pump supplies to address the issue.